Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 2 of 2 (manual): customer states that during correlation studies for cap customer noticed that when testing a sample that the customer had identified an anti-fya on 05.24.2016, now is giving negative results with provue with lot# vss818. Issue started on: (B)(6) 2016. Frequency: one sample. Error occurred during: reading of the gel cards. Customer states that on 05.24.2016, provue was in maintenance activity and customer received a sample from a regular patient for antibody identification with no previous history of antibodies. The customer identified anti-fya in manual gel when testing with another lot of 0.8% surgiscreen. They saw a 1+ reaction on cell# 1 (homozygous for fya) and cell#2 (heterozygous for fya)the test was run with anti-igg gel card. Then customer continued testing for antibody identification with 0.8% resolve panel a. Customer states that the sample in question with 0.8% resolve panel a was giving positive reactions 1+ with cells (1,4,9) all of them homozygous for fya and auto control was positive too. All other clinical significant antibodies were ruled out and customer identified anti-fya for this patient. Then on 05.27.2016 customer was doing correlation studies for cap and they selected the sample with the anti-fya identified on (B)(6) 2016. This same specimen was tested on provue with 0.8% surgiscreen lot# vss818 exp 06.21.2016 and the sample gave a negative reaction with anti-igg gel card. Customer was expecting positive reaction cell#2 (heterozygous) and cell#3 (homozygous) for fya. Customer repeated the test in manual gel same anti-igg gel cards with 0.8% surgiscreen cells lot# vss818 and cell#3 homozygous fya gave a +w positive reaction. With an expired 0.8% surgiscreen cells, customer saw a 1+ positive reaction cells# 1 and 2 (same reactions as the screening cells tested first time on (B)(6) 2016). Customer ran testing with another expired 0.8% surgiscreen lot and saw 1+ positive reactions with cells #1 and #3 as expected for fya. Customer ran testing in tube with an indate 3% surgiscreen lot and saw 1+ positive reaction with cell#3 homozygous for fya; cell# 2 heterozygous for fya was negative. Customer states the time of incubation in manual gel is 15min. Patient history of transfusion: abo type: a rh d positive, received 3 rbc's units type a rh d positive (2units) (B)(6) 2016 and (1 unit) on (B)(6) 2016. Qc has not been affected. Ortho requested that the customer send tif images of cards as well as provue logs. Customer agreed to send the information requested. Customer states that all cards and reagents have normal appearance. Daily qc was acceptable. No erroneous results were reported customer was performing correlation studies. Customer demands to have a different lot # of screening cells. Ortho sent a new lot of 0.8% surgiscreen cells. Ortho advised customer to perform antigen testing with commercially prepared anti-fya. Customer agreed to do so and reported that the reactions matched the antigram. Customer performed antigen typing on the screening cells lot# vss818 and these were the results: screening cell #3 of vss818 was 4+ when antigen type in gel and 2+ after converting the cells to 3% and testing by tube method. They used immucor anti-fya antisera. On (B)(6) 2016 the patient was drawn again and the sample was tested on provue and by manual gel. Two expired lots gave expected results but the two in date lots including vss818 were negative. Dat was run on the expired screening cells and they were negative. On 06.07.2016 ortho did a follow-up with customer. Customer discussed that the in date rrbcs 0.8% surgiscreen lot# vss818 had failed to react on provue and by manual gel with cell# 2 heterozygous for fya donor# (B)(6) and cell#3 homozygous for fya donor# (B)(6); giving false negative reactions with patient sample known to contain anti- fya antibody.